Event description:
It was reported that during priming with a prismaflex (B)(4) set, a crack was observed at the dialyzer housing and an external leak was noted. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not available, however, the customer provided the localization of the crack through a picture of the set. Visual inspection observed a crack at the level of the dialysate port. The reported leakage was due to the crack. The most probable cause identified is a shock during shipping. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex (B)(4) set ckt has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.